Manufacturer narrative:
Brand name added to report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: dzl. (B)(4). Device broke intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: iit was reported that: the head of a ti matricmidface self-drilling screw, 8mm broke (B)(6) 2017 and that the surgeon was unable to remove screw. It was also stated that the patient felt a "spike". This is complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Returned to manufacturer. Customer quality (cq) engineering investigation: this complaint is confirmed. Two small screw head fragments were received at cq. No portion of the threaded screw shaft was returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device reportedly broke postoperatively. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Two small screw head fragments were received at cq. No portion of the threaded screw shaft was returned. Meaningful measurements / dimensional inspection of the returned screw head fragments was not able to be performed at cq due to the damaged condition of the broken screw head fragments and the threaded portion of the screw shaft was not returned. A review of the device history records was unable to be performed since the lot number was unknown. Tabulated drawing for the family of 1.55mm midface self drilling screws was reviewed. No product design issues or discrepancies were observed. Unable to determine a definitive root cause based on the limited information that was reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.